Event description:
It was reported to boston scientific corporation that an advanix biliary stent was initially implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct, performed on (B)(6) 2021. During a planned stent removal, the physician found that the advanix biliary stent had migrated proximally in the common bile duct. It was reported that they were not able to remove the migrated advanix biliary stent successfully and the patient was transferred to a different hospital. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Medical device code: (B)(4). Medical device code: (B)(4). Impact code: (B)(6). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was initially implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct, performed on (B)(6), 2021. During a planned stent removal, the physician found that the advanix biliary stent had migrated proximally in the common bile duct. It was reported that they were not able to remove the migrated advanix biliary stent successfully and the patient was transferred to a different hospital. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device code a010402 captures the reportable event of stent migration. Medical device code a150207 captures the reportable event of stent difficult to remove. Impact code f05 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: the complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Correction to block e1: initial reporter email: www.ssmhealth.com